Event description:
In early 2009, the caregiver (cg) of a home patient (hp) contacted the baxter technical service representative (tsr)) because they received a system error 2240 (air in line) alarm during the initial drain cycle while using the home choice device. The cg stated that the extension line was added after prime. The tsr had the cg cycle power and the machine alarmed with system error 2367 (cascading alarm). Tsr advised the cg to start over with new supplies. Tsr had cg cycle power again to get to the machine prompt "press go to start". On february 18, 2009, baxter contacted the peritoneal dialysis (pd) nurse and obtained the following information: four days prior, the patient went to the hospital with shoulder pain and cloudy effluent. The hp was admitted to the hospital on the same day and was diagnosed with peritonitis. There was no exit site or tunnel infection. The nurse was not aware of the patient connecting an extension line after priming but did say that she continually told the cg not to use an extension line. After the nurse learned of the 2240 and the addition of the extension line after priming, she thought this was most likely the cause of the peritonitis. The hp was treated with cefazolin beginning on the same day for twenty four days (dose unknown). Hp was also treated with cefepime beginning the first day (dose and end date were unknown). According to the nurse, the hp often reported chest and shoulder pain. An x-ray showed air underneath the hp's diaphragm. The hp recovered from this peritonitis episode two weeks later.